Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome. It was reported that the therapy wasn¿t working right because a hose was ripped. The patient was getting terrible headaches. The consumer stated that the hose going to her head was ripped. The system was replaced to resolve the issue.